Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (1 mg/ml at 0.44 mg/day) and morphine (50 mg/ml at 22.01 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported a motor stall occurred on (B)(6) 2015 at 12:42. A stopped pump period may exceed tube set message appeared (B)(6) 2015. Another motor stall occurred on (B)(6) 2016 at 15:30. The hcp noted there was no motor stall recovery in the event logs. The patient noted to her it seemed like the pump was not working at times. The patient had more pain than she was accustom to. The issue started around (B)(6) 2015. It was noted recently a catheter dye study was performed to check for a granuloma and it was determined that the patient did not have a granuloma. The hcp noted the patient was not near magnetic fields at the time the motor stalls occurred. It was further reported no troubleshooting was performed aside from reading the pump and deciding to replace it. It was noted that no alarms sounded with the motor stalls. The patient's pump was not refilled with drug, but instead saline was put in the pump and the patient was started on oral medications. The pump was replaced. The hcp had no further information regarding the event. If additional information is received, a follow-up report will be sent.